Manufacturer narrative:
Device manufacture date: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The log files recorded no external power events on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 due to a loss of power from the mpu; additional information provided stated these were due to the power cable becoming disconnected at the mpu. The low voltage hazard alarm was also active at these times. The backup battery supplied power to the system when external power was lost. No other notable alarms were active in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event was the mpu power cord becoming disconnected from the mpu. Heartmate ii patient handbook covers all alarms (visual and audible), including the no external power and low flow hazard alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate ii instructions for use (IFU) explains how to set up the mpu for use, including how to connect the ac power cord to the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years 12 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient has had 7 low flow alarms in period of five days. Patient is asymptomatic and says that the low flow alarms are directly correlated whenever he urinates. During the analysis of the log file we observed low flow alarms that look to be physiological in nature (dehydration). There were also no external power alarms when attached to the mobile power unit which was caused by the power cord coming loose from the mobile power unit or the wall outlet.

Event description:
Additional information: it was reported that the patient moved the mobile power unit while it was still plugged to the wall outlet causing the power cord to coming loose. The patient will be provided the v-lock power cable.